Event description:
Info received indicated the bed's ground impedance is out of specs.

Manufacturer narrative:
The hill-rom tech found that the power cord had a loose ground prong. He replaced the power cord and the bed functioned to specs.